Event description:
The burs seem to separate at the head/shank weid. This problem is affecting the quality of pt care because it may take 4-5 burs to cut a single prep. This was noticed using minimal pressure. This problem is a clinic wide problem, not clinician specific.